Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A user facility medwatch report form was received from a risk manager reporting a patient received a bilateral incorrect treatment plan during a photo refractive keratectomy (prk) procedure. Patient returned for post operative follow up stating the vision was worse than before the procedure. At that time it was discovered the treatment plan error was entered as hyperopic instead of myopic. The surgeon is out of the country and patient was referred to another surgeon for evaluation. Patient is currently scheduled to undergo a prk enhancement for correction. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review could confirm that the wrong data was entered by the surgeon. The device was working as intended. No technical problem identified. No technical root cause was identified as the product was found to be within specifications. The root cause could by confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4).